Event description:
Vaginal hysterectomy 2005, w/ bladder repair - using mesh sling - and multiple procedures, four months later, mesh protruding thru vaginal wall. - dr. Stated it was the first time he had used this product - protruding mesh was taken out in surgery - in 2006 mesh protruding again, surgery to cut out mesh performed again, five months later, am preparing for total-hopefully - mesh removal by a uro/gen in 2007.